Manufacturer narrative:
During follow-up exam, it was reported that the patient is severely incontinent and is catheterized. When healed, the patient will have reconstructive surgery to graft the fistula and repair the urethra, bladder and vagina. On 8/31/07, it was reported to bioform medical, that the physician had performed the coaptite procedure periurethrally; however the IFU/dfu indicates the procedure is to be performed transurethrally. This is the first fistula formation incident that has been reported to bioform medical. The device lot number was not provided; therefore the device history records could not be reviewed. A follow-up with the physician will be performed once the surgical intervention has been completed.

Event description:
Physician performed coaptite procedure periurethrally and following day patient went into urinary retention. Self-catheterized but retention got worse. During 3 weeks post-procedure, patient began to leak urine into vagina and became totally incontinent. Upon examination, physician noticed urethralvaginal fistula, where implant was deposited.